Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2004. According to the complainant, the patient experienced pain and suffering as well as economic damages including medical and out-of-pocket expenses. Per the physician's nurse, the last time the patient had been in to see them was in 2005 and everything was fine then. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.